Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that a shock was "given to patient via defibrillator who had a cardiac arrest but on the third shock there was no charge and the shock was not being delivered to patient". The involved patient died but the customer has stated that the device behavior did not impact the patient outcome as another defibrillator was available for use. Philips has requested additional information and the investigation remains open.

Manufacturer narrative:
The device was evaluated by lead resuscitation officer and the supplier¿s representative from cardiac services ltd. The device passed all testing and no malfunction was identified. The assessment indicated that CPR compressions being done throughout the event may have influenced the behavior of the device. The electronic event file was reviewed and showed that the device was powered on into the AED mode and defibrillator pads were placed. The first ¿no shock advised¿ message was generated for non-physiologic asystole (consistent with test load still being attached to the therapy cable). There were 2 ¿no shock advised¿ (nsa) decisions, a ¿shock advised¿ decision which was disarmed after a 30 second time out, 2 ¿shock advised¿ decisions which were disarmed by the algorithm, 2 ¿shock advised¿ decisions with subsequent delivery of shocks, followed by 8 additional ¿no shock advised¿ decisions that ended the event. The rhythm was initially alternating between a shockable and non-shockable rhythm. Charged energy can be disarmed by the user, by the device if the energy is not delivered within 30 seconds or if the rhythm changes to a non-shockable rhythm. (When a shock is advised by the AED algorithm, the algorithm continues to analyze after the decision until the energy is delivered by the user. If the algorithm determines that the rhythm changes to a non-shockable rhythm during that time period, the energy will be disarmed.) Review of the event file showed expected device behavior. The heartstart mrx instructions for use (IFU) directs the user on the proper steps to take when using the device in the AED mode. The user is provided with both an audio and a visual alert stating: "analyzing do not touch the patient". This allows the algorithm to analyze the underlying rhythm without introducing the artifact of chest compressions. If chest compressions are continued by the user into the AED analysis period the resulting compression artifact may be interpreted by the algorithms as a shockable rhythm. No device malfunction was found. The device can be put back into service. There was no malfunction of the device. The algorithm provided shock advisory analysis for a patient who was initially alternating between a shockable and non-shockable rhythm. Shocks were advised and delivered when appropriate. There is no indication of a systemic problem; no further investigation or action is warranted. No patient information was provided by customer.

Event description:
It was reported to philips that a shock was "given to patient via defibrillator who had a cardiac arrest but on the third shock there was no charge and the shock was not being delivered to patient". The involved patient died but the customer has stated that the device behavior did not impact the patient outcome as another defibrillator was available for use.